Event description:
Related manufacturer reference number 3006705815-2024-00582. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads were explanted and one lead was replaced. Reportedly, patient has effective therapy.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.